Event description:
Implantation of cmc spacer in early 2007. Uncomplicated clinical course for at least a year. Explantation in 2009, due to recurrent progressive pain for at least 6 months. Extensive osteolysis of the base of metacarpal, residual trapezium, and distal pole of the scaphoid.

Manufacturer narrative:
Lot unknown, no device available for evaluation. Therefore, the investigation is based on feedback via the distributor only. Patient's disease and treatment may explain the extensive osteolysis and symptoms. Underlying rheumatoid arthritis treated with corticosteroids and immunomodulator. Cmc spacer implanted early 2007. Positive outcome for at least a year. Recurrent progressive pain from at least fall of 2008. Extensive osteolysis right thumb incl the scaphoid.